Event description:
After treatment in the nasolabial folds, oral commissures, and forehead with zyderm 2 the patient presented with skin rash and swelling in the nasolabial folds and the chin. The patient was treated with oral medrol dose pack and the physician felt that without treatment there would not have been worsening of symptoms or permanent damage. The patient also used cortizone, prescription strength cortizone, and temovate. The physician noted that the symptoms seem to be getting better. Physician notes this was not a collagen allergy, but a local treatment site reaction.

Manufacturer narrative:
Device evaluation summary: we have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.